Event description:
Related manufacturer report number: 2017865-2021-36720; 2017865-2021-36723; 2017865-2021-36725 it was reported that the patient's system was explanted due to a pocket infection. The patient tolerated the procedure well and was discharged home in stable condition.